Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted. The cause of the test failure is the shorted transistors. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.